Event description:
It was reported that approximately three weeks post replacement procedure, the patient presented to the emergency department complaining of sharp chest pain. An interrogation was done which revealed no capture on the right ventricular (rv) lead. Additionally, the his bundle lead was capturing the atrium and not the right ventricle. A chest x-ray revealed that the his bundle lead had been pulled back into the atrium. There was opacity on the left lung. It was noted that a computerized tomography (CT) scan was done that showed the rv lead had migrated though the myocardium into the pleural space. It was also noted that the patient developed hemothorax. The patient required chest tubes to drain over one liter of fluid from the lungs. The rv lead and his bundle lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 383069 lead; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.